Manufacturer narrative:
The covidien customer support engineer (cse) verified the error, replaced the breath delivery unit (bdu) printed circuit board (pcb) and upgraded the software to the current revision. The unit passed all testing and operates within the manufacturing specifications. The bdu pcb was an old version and was not retained for further evaluation. (B)(4).

Event description:
Covidien received info from a customer in the united states stating that an 840 ventilator had loss of communication errors while in use on a pt. The pt was not harmed or injured as a result of the event.